Manufacturer narrative:
D9: 12/26/2024. H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of the customer reported issue. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was an inoperable main board. The main board was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46442. There was no patient involvement.